Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 626506) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included protein s deficiency. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("chronic abdominal pain") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and she had oophorectomy and salpingectomy, (bilateral}, hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometrial ablation and abdominal pain outcome was unknown. The reporter considered abdominal pain, endometrial ablation and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2008, she implanted essure (as per ppf discrepancy noted). She received treatment for chronic, pelvic/abdominal. Most recent follow-up information incorporated above includes: on 17-jul-2020: new event endometrial ablation added. Lot number was reported. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 626506) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included protein s deficiency. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("chronic abdominal pain") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and she had oophorectomy and salpingectomy, (bilateral}, hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometrial ablation and abdominal pain outcome was unknown. The reporter considered abdominal pain, endometrial ablation and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2008, she implanted essure (as per ppf discrepancy noted). She received treatment for chronic, pelvic/abdominal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (she had oophorectomy and salpingectomy, (bilateral}, hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2008, she implanted essure (as per ppf discrepancy noted). She received treatment for chronic, pelvic/abdominal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter details updated and patient demographics were added. Updated suspect drug indication. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2008). On (B)(6) 2014, she explanted essure. Injury event was replaced with chronic, pelvic/abdominal and patient did not performed essure confirmation test. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.